Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was electively replaced and was functioning normally at the time of explant. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer after elective explant. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.